Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited rapid battery depletion. Attempts to obtain the serial number for this device have been unsuccessful.